Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. Based on the results of the investigation and the information provided, it was confirmed that the image was intermittent due to contact failure with the scope connector socket. In addition, there was dust adhered to the inside of the scope connector socket. Therefore, it was presumed that communication abnormality occurred due to an effect of adhesion to the inside of the scope connector socket then ¿the image will not show up¿ occurred. However, a definitive root cause cannot be determined. A review of the device history record and historical complaints analysis was conducted and found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited image flicker. There were no reports of patient involvement.